Event description:
It was reported that the patient presented for follow up with noise exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was discharged.

Event description:
New information noted that the noise was over-sensed.